Manufacturer narrative:
(B)(4). Concomitant medical products: all poly patella cat#: 00542000802, lot#: 62800143, gender solutions male femoral component porous cat#: 00541201601, lot#: 62843972. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the patient underwent revision seven months after left total knee arthroplasty due to tibial loosening and pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: corrected: the event is confirmed by the revision operative notes. Review of the primary operative notes indicates that the patient was suffering from osteoarthritis but good bone quality. No intra-operative complications were reported. Review of revision operative notes indicate that the patient previously exhibited a 1mm radiolucency along the tibial plateau during radiographic analysis. The tibial component was not grossly loose and it was not loosen with impaction of the undersurface of the tray. Fibrous fixation was noted on the tibia at time of explant but no bone ingrowth was observed. The bone was extremely sclerotic in the proximal tibia. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. Per the package insert natural knee ii system pain and loosening are known adverse effects of the tka procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.